Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead (intact) with stylet (several bends) in lead was returned. The visual inspection of the lead found the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation as the stylet insertion failed due being bunched/wrinkled and helix mechanism would extend/ retract but not smoothly. It appeared the friction force between the lead and a constricted area caused the stylet to wrinkle which cause to conductor coil to become offset which resulted in mechanism extension/retraction difficulty.

Event description:
It was reported that this attempted right ventricular (rv) lead implant experienced helix issues as tip would not retract after several attempts to reposition. A new lead was implanted successfully. No adverse patient effects were reported.